Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.